Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screwdriver had worn out threads. No patient was present at the time of the event.